Event description:
It was reported that during a routine service that the brakes would not hold. The report did not indicate if there was a patient involved or if there were adverse consequences reported.

Manufacturer narrative:
Worn gill brake plate kit.